Event description:
It was reported that customer experienced complete insulin pump failure, had no functional insulin delivery or backup option. There was no reported impact to the customer¿s blood glucose level. Customer contacted tandem technical support, was instructed to visit san diego office for replacement, and then was informed no replacement could be provided and no interim plan was offered, after which customer requested escalation, authorization for replacement pump, expedited shipment, and clear interim guidance; no additional information was received regarding the outcome of the event.